Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) size is shorter than patient anatomy. A surgical procedure was performed to replace the system. There were no patient complications.

Manufacturer narrative:
Correction to field h6: device codes. Correction to field h6: evaluation conclusion codes. The reported event indicated the device was in good condition when the package of the original device was opened. The reason for the allegation was determined to be due to a measurement error during the original implantation procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned as the most probable cause. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) size is shorter than patient anatomy. A surgical procedure was performed to replace the system. There were no patient complications.